Manufacturer narrative:
Software is installed at the facility. The following mdrs are being submitted for the 5 additional impacted patient cases associated with MDR 2518897-2018-00001: 2518897-2018-00052, 2518897-2018-00053 , 2518897-2018-00054 , 2518897-2018-00055 , 2518897-2018-00056. Reports received from the same facility: 2518897-2018-00001, 2518897-2018-00002, 2518897-2018-00003.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating endopro iq does not have an auto-clone feature for multiple procedures. Since this is a requirement in (B)(6), as a temporary workaround, manual cloning was enabled for clinical users of the software (enabled the following function in user maintenance: add new appointments in the rooms schedule). Endopro iq v7.8 also had a bug where certain siu messages where not being processed correctly by the system, the procedure schedules then failed to show up in the whiteboard scheduler. In order not to delay the endoscopic procedure, users then proceeded to manually create a schedule for the affected patient. Some users were not careful in entering the mrn data (manual entry) of patients and inadvertently triggered the patient merge function in endopro iq. Because the users were not trained on how to merge patient records, some of them accepted a patient merge resulting in patient procedure data being transferred to another patient's record. The impact of incorrect use of the patient merge function is the misplacement of patient procedure data, doctors will have a hard time locating these records in the system and this may have adverse effects in terms of clinical decision making, especially if anatomical findings will be used for further treatment planning (e.g. The endoscopic report indicates the location of a mass in the colon, which will be used for surgical treatment planning). Communications with pentax technology r&d described incorrect entry of a patient mrn data (due to user error and user lack of training on how to merge patient records) during manual cloning allows the user to accept the patient merge after the system informs the user the details and outcome of the merge. The system is not malfunctioning, it is working as intended. However, allowing the user to merge patient records resulted in patient procedure data being transferred to another patient's record. The above information was previously reported in MDR 2518897-2018-00001. Manual verification during the pentax medical investigation confirmed 6 impacted patient cases. No adverse events have been reported to have occurred with any patients. Pentax medical (B)(4) submitted a final medical device adverse event reporting form to (B)(6) on 09-may-2018. A separate MDR is being submitted for each of the 5 additional impacted patient cases.